Manufacturer narrative:
(B)(4). Date sent: 11/29/2023. D4: batch #445c17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received was received with the channel shroud partially detached from the knob area and with a reload loaded in the device. The reload had the proximal 2 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. No functional test was performed due to condition of the device. Due to the condition of the device, the reported complaint was confirmed by an external cause as improper handling. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 445c17, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the linear fired the first time without problems, but when trying to assemble the device for the second shot, it could not be refitted (both pieces) since the firing button was loose and did not allow assembly. For patient safety, it was decided not to fire that reload, replacing both the device and the reload. There were no patient consequences.